Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the part was received and visual inspection shows that the plate is deformed on both the sacral notch side and the non-sacral. As reported in the complaint description, a crack appears on the underside of the plate, going through threads, the corner radius and expanding from the corner to the side of the plate along its thickness. There are also some small damages to the anodize finish on the edges of the plate on the bottom. Due to the deformation of the plate, relevant measurement could not be completed. The DHR shows no complaint related anomalies, all measurable features relevant to the complaint are conforming and visual damage noted above is post-manufacturing, this complaint is deemed indeterminate from a manufacturing perspective. . Placeholder

Event description:
It was reported that, when the surgeon tried to bend plate, the plate cracked. The crack is on the underside of the plate at a screw hole and cannot be seen from the top of the plate. No patient involvement. This is 1 of 1 report for complaint (B)(4).